Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 10, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an axios stenting procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the second flange of the stent would not deploy. Reportedly, the stent was removed from the patient partially deployed on the delivery system and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.